Manufacturer narrative:
We have received the log files of the device and analyzed. According to the analysis; on (B)(6) 2022 the ventilator showed technical faults and switched from ventilation to an irreversible ambient state while ventilating a patient. The user changed the ventilator and continued to ventilate the patient with it. On (B)(6) 2022 the unit was switched on, but logged several technical faults shortly after. One of the logged messages was "restart after power fail" and this entry gave us the information what was the cause for the irreversible ambient state the day before. Technical fault (tf )9705 shows that the voltage of both d/a channels were out of specification at startup, the following tf 9706 shows that there were a communication interruption between vup chip and vip chip. Since the d/a voltage converters are located on the vu motherboard and they provide the voltages for the other connected components, voltage values outside the defined specifications can trigger a whole cascade of different technical faults. After replacing the vu motherboard and checking all functions of the ventilator using the service software, the device was found functional and was released again. Technical faults have not occurred since then.

Event description:
Hamilton medical ag (hmag) received the following event description: "after turning on the device, the system starts to boot with a continuous alarm. Many different technical errors appear on the screen. Tf99xx tf55xx etc. After shutting down and restarting everything seems to be fine." Patient was not harmed.

Manufacturer narrative:
Device was not returned to hmag. Log files of the device was analyzed. Technical fault (tf) alarms were registered in the log files and device went into ambient state. Tfs indicated that the mother board was defective. It has been recommended to replace the mother board of the device. No harm came to the patient. This file reports the event stated in hamilton medical ag case number cer (B)(4).

Event description:
Hamilton medical ag (hmag) received the following event description: "after turning on the device, the system starts to boot with a continuous alarm. Many different technical errors appear on the screen. Tf99xx tf55xx etc. After shutting down and restarting everything seems to be fine." Patient was not harmed.